Event description:
The patient's husband stated "she suffered withdrawal before her refill. Her refill was supposed to be a tuesday/wednesday, but it was dry at refill. Her pump was okay until the last 3 years". The patient further reported that she was receiving dilaudid via the pump (concentration and dose not reported). She stated that she experienced withdrawal before most refills, as well as, a complete return of pain between refills. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.